Manufacturer narrative:
(B)(4).

Event description:
The subject came in for a one-week follow up where interrogation showed rv lead dislodgement which was confirmed by x-ray. Subject was scheduled lead revision on (B)(6), which successfully took place. This lead remains actively implanted. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.